Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient says that in 2020 they "had a cervical fusion done which failed somehow, it came loose". Patient said they had to wait 9 months before insurance would cover a surgery to repair it. Patient says "in the meantime, about 3 months ago I started having these surges". Patient says that normally they feel "the pulses, but about 3 months ago I feel these surges and still continue to get them and in the last couple days I charge my battery but within a day it drained all of it". The patient was redirected to their healthcare provider to further address the issue. Patient says their health care provider retired and are going tomorrow for an MRI and will then follow up with their doctor and doesn't know if this is a medtronic trained doctor or not. Patient says they spoke with rep (B)(4) (doesn't know last name) in june sometime and was told to call (B)(6) there are reps there. I offered to send healthcare provider listings but patient says they are going to see a doctor tomorrow and they want a rep to come. I provided nas number for patient to give to healthcare provider. Patient asked if their healthcare provider is not a medtronic doctor, what to do. I emailed healthcare provider listings that patient can follow up with. Redirected caller: patient's healthcare provider.

Event description:
Additional information was received from stating the ins was on a high number causing the ins draining rapidly. Ins was lowered to another number, and the issues was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.